Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate 3/heartmate ii left ventricular assist system}. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had worsening fatigue and shortness of breath on exertion. The patient had been having brown stools, but had dark tarry stools over the past few days before (B)(6) 2021. Their international normalized ratio (inr) was at 3.4. The patient was instructed to go to the emergency department (ed) for further evaluation on (B)(6) 2021 where their hemoglobin was 6.3 g/dl. The left ventricular assist device (lvad) was functioning appropriately. Gastrointestinal bleed was confirmed with positive occult stool. The patient received vitamin k and 3 units packed red blood cells (prbcs). Colonoscopy showed no arteriovenous malformation (avm) or active bleeding. The patient was discharged home with warfarin, aspirin, and bridge lovenox..